Manufacturer narrative:
Citation: moscarelli et al. Three-dimensional analysis of subclinical leaflet thrombosis following transcatheter aortic valve replacement. Eur heart j cardiovasc imaging. 2024 jul 31;25(8):e194. Doi: 10.1093/ehjci/jeae051. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding an 81-year-old female patient who 12 months prior underwent implant of a medtronic 34-mm evolut r aortic bioprosthetic valve. During a routine post-implant follow-up, an echocardiography showed a mean transvalvular gradient of 25 mmhg. A multidetector computed tomography revealed severe subclinical thrombosis and a hypoattenuated lesion on one leaflet, and moderate thrombus stratification on the other two leaflets. Additional imaging visualized moderately restricted leaflet motion in one leaflet. No further information was provided pertaining to medtronic products, or regarding treatment or intervention performed on the patient.